Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on the bus. A field service engineer found drawer 5 had failed and would not release using the emergency red lever. The solenoid was stuck in the open position, preventing the drawer from releasing. The hasp had to be removed and inspected before the drawer could be released, and only about one third of the plunger fit into the solenoid. The retractor band connection was found broken at the drawer controller board. The pyxibus module controller board was also bad, with no lights on the card, which was verified using a multimeter. The retractor band, pyxibus controller board, and solenoid were replaced. However, the drawer still did not fire open, and testing showed the brand-new solenoid appeared defective. The solenoid was then replaced for the full height cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 was not detected on bus, customer tried to recover, opened the back but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.